Event description:
According to the reporter, during an open total colectomy with end ileostomy takedown of enterocolonic and colocutaneous fistulas, the stapling device was being for transecting the rectum. The surgeon fired the stapler, but the staples did not fire after the second squeeze. The surgeon performed the full and complete squeezes of the handle. The handle returned to the open position following the first full squeeze of the handle, but remained in the closed position following the second complete squeeze of the handle. There was a hole at the end of the rectal stump. The damage was not permanent. In order to resolve the issue and complete the case, the surgeon had to hand sew the rectal stump. Surgical time was extended over thirty minutes due to the product problem. The patient had pelvic abscesses around the rectal stump, which required extended hospital stay and another procedure by interventional radiology to drain the abscesses. The patient was placed on IV antibiotics for intra-abdominal infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the second procedure was performed on (B)(6). Patient is currently malnourished cachetic and in a skilled nursing facility.